Event description:
Technical services received a call on (B)(6) 2011. Caller reporting high rv pacing threshold 5. @1, was 0.8 @ 0.5 at implant. Also, impedance was 630 at implant, now 380. R wave was 11, today 2.7. Suspect microdislodgememnt. Set output to 6.5 @ 1 and will monitor for now. Patient has sss so does not need to pace in rv much. Will bring back in one month to recheck. Working with dr. Hingson chun. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)